Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, high threshold values and high impedance was observed on the right ventricular lead. The lead was noted to be fractured. The lead was capped and replaced. The patient was stable post op.